Event description:
Customer reported hospitalization due to having issues with the insulin pump. Customer states that the lcd screen is cracked. The blood glucose reading fluctuated since it was 65 mg/dl at one point and 315mg/dl the other. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.